Event description:
The customer observed biased ammonia qc and calibration results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No pt results were reported. There was no report of pt harm as a result of this event.